Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cystocele, rectocele, and stress incontinence. The procedure performed was a vaginal, paravaginal repair with intra-arcus mesh placement with 8 x 12 perforated intra-arcus mesh placement and posterior repair with perforated mesh and mesh transobturator sling. Complications alleged to device: pain, infection, urinary problems, bowel problems, recurrence, dyspareunia.